Event description:
Ous MDR - inappropriate shocks were reported after an implantation time of about 18 months. The lead and the ICD were not returned to biotronik. No worsening of the pt's state of health was reported. On (B) (6) 2010- (B) (6) informed us that the lumos was returned for analysis. Lumos vr-t, (B) (4), 10282320-2010-00018.

Manufacturer narrative:
Ous MDR - the lead was not returned for analysis. The analysis is therefore based on the existing production documents. The mfg process of this devices was reviewed. The mfg documents showed no anomalies that could be related to the complaint. All mfg steps were carried out correctly. In summary, there is no indication of a mfg error.